Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Visual examination observed the wire was broken by tension overload near to the distal section 326cm from the proximal section. The overall length was not measured due to the device condition. The od of distal tip was also not measured as the distal tip was not returned. All other od measurements were within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06630. It was reported that the rotawire was detached and remained inside the patient's body. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left circumflex artery. A 1.25mm rotalink¿ plus and a 325cm rotawire were used for treatment. During the procedure, after the rotawire crossed the lesion, the rotalink plus was delivered with dynaglide mode. However, it was observed that the radiopaque part of the rotawire was detached and remained in the patient. The procedure was not completed as the same device was not available. On (B)(6) 2015, coronary artery bypass grafting (CABG) was performed due to the severe calcification and the detached section of the rotawire was removed outside the patient's body. The patient's condition was good.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06630. It was reported that the rotawire was detached and remained inside the patient's body. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left circumflex artery. A 1.25mm rotalink plus and a 325cm rotawire were used for treatment. During the procedure, after the rotawire crossed the lesion, the rotalink plus was delivered with dynaglide mode. However, it was observed that the radiopaque part of the rotawire was detached and remained in the patient. The procedure was not completed as the same device was not available. On (B)(6) 2015, coronary artery bypass grafting (CABG) was performed due to the severe calcification and the detached section of the rotawire was removed outside the patient's body. The patient's condition was good.